Manufacturer narrative:
Concomitant products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3998, lot# lb6911, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that electrodes 0 and 1 were 'shorted' per impedances right after a revision. Impedances were less than 50 ohms. It was indicated that impedances were normal prior to the revision. It was indicated that 'nothing remarkable' was found during the revision. The patient was reprogrammed using the other available electrodes. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-04422. This report pertains to the revision that was mentioned in this report.

Manufacturer narrative:
(B)(4).